Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient reported wound issues. It was stated the physician was concerned that the ipg pocket would become compromised due to a large scab that fell off from her replacement. As such, the physician decided to explant the scs system.

Event description:
Follow-up information provided the patient¿s ipg was moved on (B)(6) 2019. However, the ipg was explanted on (B)(6) 2019.